Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2021. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
Com-(B)(4).

Event description:
The sensor was inserted into the abdomen on (B)(6)2021. The product was evaluated. An external visual inspection was performed and found that only applicator was received. Analysis would not be able to confirm complaint or determine a probable cause. Confirmation of the allegation and a probable cause could not be determined